Event description:
Pt with proliferative diabetic retinopathy with traction foveal detachment from vitreal foveal traction left eye. During surgery - pars plana vitrectomy, indirect panretinal laser, membrane peeling left eye - the mpc scissors were introduced into the left eye. The surgeon noted a broken tip on the scissors and the tip was seen to be adjacent to the cutter in the left eye. The scissors were removed and the broken tip came out with the scissors and was retrieved. No other metal was noted in the eye. An xray was negative for metal. The surgery was completed and the pt was taken to the recovery room in excellent condition.